Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 25 mg/dl. Reportedly, the customer accidentally requested and delivered an additional bolus. Customer was treated with intravenous fluids of saline while in the ER. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.